Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 54 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: inappropriate implantable cardioverter defibrillator shocks¿incidence, effect, and implications for driver licensing. Journal of interventional cardiac electrophysiology. 2017; 49(3):271-280. Doi: 10.1007/s10840-017-0272-4. This study was registered in the university hospital medical information network clinical trials registry (umin-ctr) 000025995. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The article indicated that there were patients who experienced inappropriate therapies, which resulted in syncope. There were also the following ¿causes¿ for inappropriate therapies: svt, ¿abnormal¿ sensing, oversensing, chest discomfort, loss of consciousness, and ¿unclassified¿ events. Ventricular tachycardia (vt)/ ventricular fibrillation (vf) was also seen as a result of the inappropriate therapies. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.